Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Sigmoid. According to the reporter: the eea fired as expected. Donuts were checked, and were intact. During a leak test with a sigmoidoscope, they noticed a leak in the posterior lateral side of the anastomosis on the patient's right side. The rectum was resectioned and a second eea was used to create the anastomosis. It fired as expected. The donuts were intact. A leak test was performed and it was good. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss. A reinforcement material was used with the stapler.